Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed with a 2.5 x 15 mm trek balloon; however, plaque shift occurred, which caused an obstruction to the ostial diagonal vessel. An absorb scaffold was implanted to treat the lesion. Further dilatation was attempted with the 3.25 x 15 mm nc trek, but the balloon could not cross to the lesion. The 3.0 x 12 mm trek was then advanced, but also failed to cross to the lesion. A 2.5 x 15 mm trek and a 3.25 x 12 mm non-abbott balloon were used to complete post-dilatation. An additional 2.0 x 12 mm mini-trek was used for dilatation of the scaffold through the diagonal vessel, and the flow was restored successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency in this case. The reported patient effect of occlusion is listed as a known adverse event in the instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.